Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, patient carrying 4fr monolumen catheter inserted on march 25 for chemotherapy administration, head of the chemotherapy area reports that the catheter is leaking, at the time of review of the device is observed gauze impregnated with saline solution so it is decided to perform the removal of the catheter, at the time of removal only 10 cm are removed, leaving internally 27 cm. Action taken: the patient and family are informed, as well as the head of the service and the physician, so an immediate intravascular foreign body reaction route is initiated, and the patient is sent to the emergency area accompanied by the service physician. Surgical intervention by angiography for intravascular foreign body extraction. Additional information provided 10-june-2025: patient is currently stable and has returned home. A new catheter was not used to continue the procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however the exact cause is unknown. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. An initial visual observation showed use residue on the catheter. A microscopic observation revealed a circumferential separation in the catheter tubing between the 14 cm and 15 cm depth markings. The other section of catheter was not returned with the sample. The fracture surfaces of the spilt were observed to be rough and uneven with minor rounded edges. The catheter tubing was compressed around the separation site. While the exact cause of the separation in the returned catheter could not be determined, possible contributing factors include exposure to incompatible chemicals, material fatigue, compression damage, and/or excessive tensile (pulling) forces. This complaint will be recorded for future trending and monitoring purposes.